Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the intraocular lens placement portion of laser assisted cataract surgery, a capsular tear was noticed. An anterior vitrectomy was performed. The cause of the tear is unk. Attempts had been made to obtain additional info. At this time no further info has been received.